Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® prevail® implant 4/3 x 13mm (xiitp4313) was returned for investigation. Visual evaluation of the as returned product identified that the threads and drive feature are moderately worn from use. No signs of fracture are evident. DHR review was completed for the subject lot number 2019102436. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019102436) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Email address was not provided.

Event description:
It was reported that the implant fracture when placing, another implant was placed after removal.